Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift occurred. After ablating around the left pulmonary vein, they were unable to connect visitags on the carto® 3 system. The catheter was being displayed internally and they were unable to get back to the shell of the fam map. The team moved the pentaray catheter around the pulmonary veins and none of the veins matched up so the map had shifted inferiorly and anteriorly from the initial fam between two ablations. They remade the left atrial fam map and continued the procedure. There was no patient movement or cardioversion performed and no errors were displayed on the carto® 3 system. The team was unable to confirm what caused the map shift. A default template was in use. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on (B)(6) 2022, it was noted that the method code of historical data analysis (b11) was missing from mwr-27032022-0001156081 report. Therefore, h 6. Type of investigation has been updated.

Manufacturer narrative:
The hardware investigation was completed on 27-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift occurred. After ablating around the left pulmonary vein, they were unable to connect visitags on the carto® 3 system. The catheter was being displayed internally and they were unable to get back to the shell of the fam map. The team moved the pentaray catheter around the pulmonary veins and none of the veins matched up so the map had shifted inferiorly and anteriorly from the initial fam between two ablations. They remade the left atrial fam map and continued the procedure. There was no patient movement or cardioversion performed and no errors were displayed on the carto® 3 system. The team was unable to confirm what caused the map shift. A default template was in use. No adverse patient consequence was reported. Device evaluation details: the study data that related to the reported issue was investigated by the device manufacturer. It was found that metal levels were stable and low back patch locations did not change across the study. The back patch moved somewhere in the middle of the study about 8-15mm, depending on which patch. The patient torso, and the heart within, moved similarly without proper compensation. Therefore, the data acquired before and after the move cannot be aligned. Conclusion: map shift occur due to patient move. The issue is related to user error. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system # 3280 was reviewed. No similar complaints were found. A manufacturing record evaluation (mre) was performed for the system # 3280, and no internal actions related to the reported complaint condition were identified. Based on the mre, the h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).